Event description:
A report was received that a pt underwent a pocket revision procedure. The pt had lost weight and was experiencing discomfort at the pocket site. During the procedure, the physician replaced the ipg, because, the pt was experiencing difficulties charging. The pt is reportedly doing well following the procedure.